Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient noticed a decrease in hearing performance. Re-implantation is being considered.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had noticed his hearing performance had decreased.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, possibly caused by minute device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient had noticed his hearing performance had decreased. There are no plans for revision surgery at the moment.